Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but confirmed to be unavailable. This is the second of two reports from this facility. (B)(4).

Event description:
A nurse reported that two dull knives were experienced during separate surgeries. Alternate knives were obtained in order to complete the procedures with no further problems. There was no impact to any patient. Additional information has been requested.